Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition. Functional testing was able to verify and duplicate the reported issue. It was determined that the microprocessor unit board was the root cause. The mpu board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 1260. The event occurred during testing; there was no patient involvement and no patient harm.